Event description:
The customer reported that the malfunction was found at preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the breakage of the image sensor unit, including disconnection due to the stress of repeated use, external factors, or handling, or defects in components such as the integrated circuit chip and capacitor mounted on the electric circuit board, led to the following malfunctions: the normal image was not shown and could not be recovered, and the normal image temporarily disappeared. The event can be prevented by following the instructions for use: the instruction manual operation manual chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex video scope exhibited no and static image. There were no reports of patient harm.